Event description:
Procedure type: low anterior resection. According to the reporter: the device didn't work properly during the procedure. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 250cc.

Manufacturer narrative:
(B)(4).